Event description:
It was reported that the customer¿s pump screen was dark and would not turn on, despite attempts to power it up by different methods. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support decided to replace the pump, ensuring it came with updated software, and advised the customer on using a backup form of insulin delivery to avoid interruptions. Instructions on returning the problematic pump and accessing training for the replacement were provided, and the customer acknowledged them.